Manufacturer narrative:
The device was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on 19 dec 2024 from a health care professional (hcp) of a 46 year old male patient approved for performing solo home hemodialysis treatment with a medical history including diabetes and end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 27 dec 2024 from the home therapy manager (htm) who stated the patient was treating solo at the time of the event and was found deceased on (B)(6) 2024 connected to the device. Per the htm the cause of death is unknown.